Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope has image noise. This issue occurred during inspection for use. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a correction to previously submitted report. Corrected fields: d4 - expiration date null, d9 - device available for evaluation, e1 - phone number, g4 - PMA/510(k)#, h5 - labeled for single use. The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image noise occurred due to deformation of the plug unit. The most likely cause is due to component failure due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.